Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that after mesh implantation the patient experienced dyspareunia, vaginal infections and urinary disturbances. Patient (B)(4) - dyspareunia , (B)(4) - urinary disturbances.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal burning, urgency, nocturia and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.